Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.

Event description:
Issue 1: it was reported that the sensor was unable to be zeroed. Issue 2: it was reported that it was displayed the abnormal readings as 300. The removal surgery was performed. The patient¿s information was not available. The products will be returned to your site.

Manufacturer narrative:
The device has been returned for evaluation. Two devices were associated with this complaint; however, only one of the reported issues represents a reportable event. It was not possible to identify which device was returned, the reportable or the nonreportable event device. Therefore, evaluation of this sensor will be reported associated with this devices, as it may have been related to the reportable event. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
A review of component-level quality records found that the sensor met all manufacturing and quality testing/inspection specifications prior to distribution. Evaluation of the returned device found a film residue over the sensor area that is not part of the manufacturing process. The sensor balance was low. Once the film was removed, the balance was normal. There were slight bends along the catheter body. The device passed electronic, noise, linearity/hysteresis and signal drift tests. Based on their evaluation, the supplier was unable to confirm the specific reported issue; however, it was found that the film may have contributed to balance issues. The film residue was determined to be related to the user. Sensor passed all testing after cleaning. Trends will be monitored for this or similar complaints. At present, we consider this complaint to be closed. Refer to MDR 1226348-2018-10015 for information regarding the second device involved in this event.